Event description:
Information was later received that this patient presented to the emergency room with a rate of 30, dizziness and difficulty breathing. A threshold test did not reveal loss of capture when using evoked response, but did reveal loss of capture on the surface electrogram. It was concluded that the lead was not capturing and had elevated threshold measurements. As a result, the lead was explanted. No adverse patient effects were noted.

Event description:
Boston scientific crm received information that this right ventricular lead was repositioned due to intermittent loss of capture and increasing threshold measurements. No adverse patient effects were noted.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Manufacturer narrative:
This lead was successfully repositioned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection revealed dried blood past the helix mechanism up through the lumen. The conductor coils were deformed at 206 mm, this damage was likely due to the suture sleeve tie down. There were cuts in the insulation that were likely due to the removal of the suture sleeve tie down. Additionally, there was dried body tissue in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.